Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-14933, related manufacturer reference number:1627487-2021-14934, related manufacturer reference number:1627487-2021-14935. It was reported that the patient experienced undesired nerve stimulation. During an ipg revision on (B)(6) 2021 [related manufacturer reference number: 1627487-2021-14899], it was noted that the left t9 lead had migrated. As a result, the lead was explanted and replaced. During the revision of the t9 lead, the left t10 was inadvertently dislodged. As a result, the t10 lead was also explanted and replaced. Issue resolved. It is unknown which of the four leads migrated; therefore, all of the leads are being reported.